Event description:
The respiratory therapist reported a low leak co2 re-breathing risk alarm (ec 1203) while on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported. The ventilator was swapped with no patient issues. The customer contacted product support and customer verified (ec 1203) logged in the event log. Running the vent at s/t performance settings on test lung with whisper swivel, unit does not produce low leak alarm. Customer noted that the event log showed multiple occlusion alarms at the time of the (ec 1203), then some mask setting changes and a proximal line disconnect. Product support advised customer to perform full performance verification testing and address any issues found before releasing for patient use. Further information is pending.

Manufacturer narrative:
Product support advised performing full performance verification testing and addressing any issues found before releasing for patient use. The service history record was reviewed, and no repair information was found. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received.